Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID unable to verify fingerprint. A field service engineer (fse) deleted hidden bluetooth drivers in device manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was unable to verify user's fingerprint while the windows were popping out. Also reported that the user has to give their password manually. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.